Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken handle and back flap (tabs on the power cord door) and additionally noted that the radiofrequency connector on the link electronic module board was loose, the keyboard slide cover was missing, the keyboard was broken at the hinge pin, the right keyboard hinge was broken, the hard drive health was less than 100% and there were signs of corrosion at the bulk head. The device was to be scrapped. (B)(4).

Event description:
It was reported that the handle and "back flap" of the programmer were broken. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.